Event description:
The customer reported that the vertical column will not move. No patient was involved.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was completed.